Event description:
Ous MDR - it was reported that about 3 months after implantation, the lead dislodged. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead underwent extensive analysis. As part of the testing, the lead was inspected visually, electrically, and mechanically. During this inspection, no deviations from technical specifications could be found that could be related to the clinical complaint, aside from the cuts that were likely from the explantation procedure. The mechanical analysis was particularly easy to conduct. A measurement of the fixation lengths showed compliance with specified values. The production process for this device was reviewed. The production documents did not show any irregularities. All production steps were correctly executed. In summary: there was no indication of a materials defect or a manufacturing defect.